Event description:
It was reported that the customer was hospitalized due to site infection and, kidney issues, and diabetic ketoacidosis . Customer's blood glucose levels at the time of hospitalization was over 500mg/dl. The customer was/not wearing the insulin pump at the time of hospitalization. Customer was treated with manual injection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.